Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-54 mg/dl, cause was unknown. Reportedly, the customer fainted and hit their head and arm due to low bg. Customer address their bg with glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.